Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction of scope smells was not confirmed. Based on the investigation results, it was confirmed that foreign matter was attached to the air/water cylinder and air/water channel, but the foreign matter could not be identified. The foreign material may not have been removed due to improper reprocessing caused by a loss of watertightness and wear on the scope cover. The cause of the foreign matter remaining on the device could not be identified. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.